Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap sigmoid colectomy. According to the reporter: when the stapler was removed anastomosis was not complete. The theatre nurse says she can see the staple line which has not been fired on the device. Redo of anastomosis was necessary, there was tissue loss and extended the surgery over 30 minutes.